Manufacturer narrative:
Over three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the b30 error could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that her olympus evis exera iii xenon light source was producing a b30 scope communication error. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The customer called olympus technical assistance center (tac) personnel to report her event. During the call, the customer noted that the error code is inconsistent and was not present during the time of the call while the unit was in use. Tac recommended cleaning the contact points on the scope and advised against ¿hot swapping¿. The customer noted that she would test those options and follow up as needed. Thus far, no response has been received from the customer. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.